Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: right mentor smooth round moderate profile 425cc saline breast implants serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old african american female patient underwent a primary breast augmentation with mentor smooth round moderate profile 425cc saline breast implants which the left side deflated after implantation. As a result, the patient underwent bilateral removal and replacement with another saline implants as follow: left: catalog number: 3501680, serial number: (B)(4), right: catalog number: 3501680, serial number:(B)(4) on (B)(6) 2018.

Manufacturer narrative:
On 06/04/2018, mentor completed the analysis on the suspect medical device. Upon receipt by mentor, the device returned without fluid. Brown material was observed within the device. No foreign material was observed on the shell surface. The product evaluation (pe) team discovered a rent measuring approximately 0.3 cm within a crease on the posterior aspect. Also was noticed a crease on the anterior aspect and extending to the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the brown material found on the device. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).